Event description:
The manufacturer received information alleging a ventilator was alarming for valve failure. There was no harm or injury reported. The customer has confirmed the device will not be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator was alarming for valve failure. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was confirmed. The device has also failed a test for system fail verification for which pressure had dropped over 10s. The unit was cleaned and repaired. The device passed all the tests.